Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely black and unable to power on. The power supply fan was twitching but did not fully activate. A field service engineer inspected the station and isolated the issue through troubleshooting techniques, narrowing it down to auxiliary 2. After a thorough investigation, it was found that the full height enhanced drawer 3 was causing the station to shut down. Further testing on drawer 3 revealed that the controller board was the root cause. The module controller was isolated and powered on without any issues. However, when the controller board was reconnected, the entire station failed to power on. The drawer controller board was replaced, and troubleshooting steps were performed. After rebooting, the station powered down and was successfully tested by the customer in the user application. The customer was able to log into the user application and recover storage space successfully. Additionally, the customer performed an inventory test on all pockets in drawer 3, confirming full functionality and passing all tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a station was completely black and failed to power up. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.